Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the unknown error which was reproduced as an upstream occlusion alarm. The alarms were confirmed during a review of the event history log. It was observed that the upstream sensor had low fluid numbers. Low ultrasonic readings can cause false upstream occlusions. The failed upstream sensor was replaced. (B)(4).

Event description:
It was reported that a spectrum pump had an unknown error. Any patient involvement, injury or medical intervention is unknown.